Event description:
Boston scientific received information that this device exhibited shock impedance measurements above 125 ohms in the triad and coil to can configurations on the right ventricular (rv) lead. Increased left ventricular (lv) lead threshold measurements were also noted. All other lead measurements were within acceptable limits. Boston scientific technical services (ts) was consulted and discussed troubleshooting recommendations. No device testing was been performed. A revision was performed and the rv lead was replaced due to a fracture. This device was also explanted as the patient was being upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. The device was never returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.